Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the backlight inverter printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator exhibited a blank upper display. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.